Manufacturer narrative:
The electrode lot numbers and expiration dates were not provided. The field service engineer completed cleaning cycles and cleaned the ise vessels, vacuum and sipper nozzles. He replaced the mixing bowl assembly ans six solenoid valves. He replaced the sample probe and performed adjustments. He checked the vacuum, solenoids, tubings, and pressures checked. He performed multiple reagent primes and ise checks. The customer ran calibration and qc which were acceptable. The investigation did not identify a specific product problem. The cause of the event could not be determined.

Event description:
There was an allegation of questionable sodium results from the cobas 8000 cobas ise module. Sample ID (B)(6): on (B)(6) 2024, the initial result was 124.9 mmol/l. The automatic repeat result from the same module was 106.3 mmol/l. The sample was repeated on another cobas 8000 cobas ise module and the results were 125.3 mmol/l and 127.4 mmol/l. Sample ID (B)(6): on (B)(6) 2024, the initial result was 114.1 mmol/l. The automatic repeat result from the same module was 107.9 mmol/l. The sample was repeated on another cobas 8000 cobas ise module and the results were 130.4 mmol/l, 125.1 mmol/l, and 130.4 mmol/l.